Event description:
Plaintiff alleges the development of latex allergy after exposure to latex gloves. Plaintiff alleges the development of serious, severe and permanent bodily injuries, including latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress, all of which are of a permanent nature. Plaintiff's spouse, alleges loss of consortium of spouse.